Event description:
Caller reportedly received the following results on the inform system within 10 minutes: hi (greater than 600 mg/dl) and 191 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, caller no longer has strips. Replacement was sent.